Manufacturer narrative:
Continuation of d10: product ID 977c265. Serial# (B)(6) implanted: (B)(6) 2022. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 09-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient had their neck ins and leads removed a week after implant because the device paralyzed their right arm. Patient later said the device caused damage to their spinal cord up top because "it" (patient later said the paddles) shattered and broke into pieces. Caller and patient said now patient needs an MRI because of their pain and they couldn't tell the extent of the damage and they wanted to confirm the serial of the still implanted ins and MRI eligibility. Agent reviewed MRI mode with patient, which showed full-body eligibility. Agent reviewed information and recommended hcp call with questions on MRI/guidelines if needed. Patient mentioned their remaining ins worked well.